Manufacturer narrative:
The device was returned for evaluation. The root cause was manufacturing error. The most probable root cause is attributed to operator error. After leak and burst testing process, the operator is responsible for removing all tested samples and ensuring they are properly sent to the repackaging process. This should be considered the final report. If any additional relevant information is identified it will be submitted in a supplemental report.

Event description:
Complainant alleges "today we received a box of 372615 that is damaged. Each blade has a sticky spot with a hole in the package and some are not sealed."